Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction's of "defib disabled" and "pacer disabled" messages were duplicated and the device's ECG board was replaced to remedy the condition. The reported fault of the device shutting down was not duplicated under test. The device was put through extensive testing without duplicating the malfunction. The malfunction was observed during review of the device activity log with intermittent ac connection. The ac power connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed "defib disabled" and "pacer disabled" messages. The complainant also indicated that the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.